Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of foetal death ("fetal demise at 21 weeks") and foetal growth restriction ("severe growth restriction") in a foetus whose mother had inserted essure (ess205) (batch no. 898927) during pregnancy. The mother received the product for female sterilisation. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". The mother's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The pregnancy outcome was reported as fetal death. On (B)(6) 2012, the 23-year-old mother (para 2) had essure (ess205) inserted. In 2016, the foetus was diagnosed with foetal death (seriousness criteria death and intervention required) and foetal growth restriction (seriousness criterion medically significant). By the time of death, the foetal growth restriction outcome was unknown. The foetus died in 2016 and the reported cause of death was foetal demise. The reporter considered foetal death and foetal growth restriction to be related to essure (ess205). The reporter commented: the baby had no apparent abnormalities but was only 17 week size and difficult to assess. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. This case report refers to a fetus who was exposed to essure (fallopian tube occlusion) during pregnancy. The fetus experienced severe growth restriction and fetal demise at 21 weeks occurred. Fetal death is anticipated, whereas fetal growth restriction is unanticipated according to the reference safety information for essure. Considering that fetal demise occurred during the second trimester of gestation; a mechanical interference between essure and the developing pregnancy cannot be excluded and thus, a causal relationship cannot be excluded (related). With regards to fetal growth restriction, it is more likely related to other possible factors, including placental insufficiency and other abnormalities, maternal conditions like diabetes, hypertension, anemia, smoking, autoimmune conditions, cardiac conditions, and infections. A contributory role of essure is unlikely given essure's local action at fallopian tubes, thus a causal relationship can be excluded (unrelated). This case was considered an incident, due to the serious injury reported. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of foetal death ('fetal demise at 21 weeks') and foetal growth restriction ('severe growth restriction') in a foetus whose mother had inserted essure (ess205) (batch no. 898927) during pregnancy. The mother received the product for female sterilisation. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". The mother's last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2016. The pregnancy outcome was reported as fetal death. On (B)(6)2012, the 23-year-old mother (para 2) had essure (ess205) inserted. On (B)(6)2016, the foetus was diagnosed with foetal death (seriousness criteria death and intervention required). In 2016, the foetus was diagnosed with foetal growth restriction (seriousness criterion medically significant). By the time of death, the foetal growth restriction outcome was unknown. The foetus died on (B)(6)2016 and the reported cause of death was foetal demise. The reporter considered foetal death and foetal growth restriction to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6)2016: fetal demise and suspected aneuploidy/ abnormal screen for down's. Mother also with +apla [interpreted as anti-phosholipid lupus anticoagulant] and had been on lovenox. Pregnancy complicated by apla, on lovenox, essure coils in place and history of eclampsia (second pregnancy). She had a + screen for t21 [interpreted as trisomy 21] but normal panorama [test]. Last week there was severe growth restriction, echogenic bowel and anhydramnios but the baby was alive. Demise was diagnosed yesterday. The patient had last taken lovenox 3 days ago in preparation for placental biopsy. The baby had no apparent abnormalities but was only 17 week size and difficult to assess. Intrauterine pregnancy at 21 weeks, delivered by normal spontaneous vaginal delivery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint this case refers to the fetus of a mother who had essure (fallopian tube occlusion) inserted approx. 4 years before pregnancy. After a diagnosis of severe growth restriction, a fetal demise at 21 weeks occurred. Fetal death is anticipated according to the reference safety information of essure, whereas fetal growth restriction is unanticipated. Considering that fetal demise occurred during the second trimester of gestation, a mechanical interference between essure and the developing pregnancy cannot be completely excluded (related). With regards to fetal severe growth restriction, common causes include placental insufficiency and genetic abnormalities; maternal conditions include diabetes, hypertension, cardiac conditions, anemia, infections, and autoimmune conditions. In this particular case, the mother had conditions of previous eclampsia and anti-phospholipid syndrome, both known causes of placental insufficiency and abnormal fetal outcome. Based on these clear alternative explanations, a causality or contribution of essure to severe growth restriction can be excluded (unrelated). This case was assessed as serious incident, due to the serious injury reported. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of foetal death ("fetal demise at (B)(6)") and foetal growth restriction ("severe growth restriction") in a foetus whose mother had inserted essure (ess205) during pregnancy. The mother received the product for female sterilisation. Other product or product use issues identified: foetal exposure during pregnancy. The mother's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The pregnancy outcome was reported as fetal death. On (B)(6) 2012, the (B)(6) mother (para (B)(6)) had essure (ess205) inserted. In 2016, the foetus was diagnosed with foetal death (seriousness criteria death and intervention required) and foetal growth restriction (seriousness criterion medically significant). By the time of death, the foetal growth restriction outcome was unknown. The foetus died in 2016 and the reported cause of death was foetal demise. The reporter considered foetal death and foetal growth restriction to be related to essure (ess205). The reporter commented: the baby had no apparent abnormalities but was only (B)(6) size and difficult to assess. This case report refers to a fetus who was exposed to essure (fallopian tube occlusion) during pregnancy. The fetus experienced severe growth restriction and fetal demise at (B)(6) occurred. The events are unlisted according to the reference safety information for essure. Considering that fetal demise occurred during the second trimester of gestation, a mechanical interference between essure and the developing pregnancy cannot be excluded and "this event was" thus, a causal relationship cannot be excluded (related). With regards to the other event, it could be related to other possible factors. A contributory role of essure is unlikely given essure's local action at fallopian tubes; thus, a causal relationship can be excluded (unrelated). This case was considered an incident, due to the serious injury reported. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.